Event description:
It was reported that 5 days following an artificial urinary sphincter implant, the patient had a foley catheter inserted as the patient was straining to void. 5 days after the catheter placement, a cystoscopy was performed and the foley catheter was removed. The event resolved. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the dysuria could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Labeling review: a labeling review was performed and according to the aus instruction for use document, dysuria is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation could not be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that 5 days following an artificial urinary sphincter implant, the patient had a foley catheter inserted as the patient was straining to void. 5 days after the catheter placement, a cystoscopy was performed and the foley catheter was removed. The event resolved. No further patient complications were reported.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the event could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Labeling review: a labeling review was performed and according to the aus instruction for use document. The reported patient symptoms are known risks associated with implants of these device as indicated in the instructions for use (IFU). There is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation could not be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that 5 days following an artificial urinary sphincter implant, the patient had a foley catheter inserted as the patient was straining to void due to urinary retention. 5 days after the catheter placement, a cystoscopy was performed and the foley catheter was removed. The event resolved. No additional patient complications were reported.